Event description:
It was reported that a clearlink system continu-flo solution set leaked from its male luer lock adapter while connected to a non-baxter catheter. The reporter stated that the male luer felt ¿sticky¿ when inserted into the catheter, and even though the connection seemed locked, leakage still occurred. This occurred during infusion. The issue was resolved by connecting an extension set between the two devices. The reporter stated that they had used the two devices (clearlink set and catheter) before with no leakage. There was no patient injury or medical intervention associated with this event, though there was fluid and blood loss. No additional information is available.

Manufacturer narrative:
(B)(4) - the event occurred sometime between 02/18/2014 and 02/20/2014. The actual device is not available for evaluation as it was discarded. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.